Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be opened should additional data become available.

Event description:
Ous MDR - it was reported that the lead was capped because of oversensing, about 19 months after the implantation. There was no inappropriate shock delivery. A new lead was implanted.